Event description:
Device 2 of 3, reference MFR report: 1627487-2017-04270. Reference MFR report: 1627487-2017-04272. Follow up information identified the patient's lead and extensions were replaced with new ones which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3: reference MFR report: 1627487-2017-04270, reference MFR report: 1627487-2017-04272. It was reported the patient is not receiving effective stimulation. Lead diagnostics showed high impedance on multiple contacts. Reprogramming was unable to resolve the issue. X-rays revealed the lead tails have pulled out of the extension headers. Surgical intervention may be pending to address the issue.